Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and was unable to verify the complaint of unable to center piston. However, the fse found that the amplitude was low on the performance check and noticed it was because the ddi calibration was off. The fse also noticed that the power knob was out of calibration and the o2 hose was "leaking" on one end. The vent was returned to carefusion for evaluation and repair. The issue was isolated to a defective power knob and ¿set max paw¿ thumb wheel switch.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014 the customer called to report that this unit was running on a patient and they were unable to get the piston to center. It was stuck all the way to the inspiratory limit. The settings were approximately map 20, amps 68, and they were unsure of where the power knob was set. The display piston centering was not moving for them. Whenever they tried to adjust the piston centering it would just go off the screen. The customer reported there was no harm to the patient.